Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being previously explanted. During a follow up appointment the physician indicated an aus implant would only be possible if the patient's existing inflatable penile prosthesis (ipp) was removed to allow a better trans-corporal cuff placement. The patient did not experience hematuria or dysuria. The physician noted the patient had a history of erosion with aus devices so it was recommended to implant a low-pressure balloon in the future.